Event description:
A pt with left and right ventricular assist devices was being prepared to be transferred from the operating room after implant, when the bottom module of the dual drive console switched off as soon as the ac power supply was disconnected. There was no effect on the pt. The pt was transported from the operating room using the top module of the dualdrive console operate both ventricular assist device.